Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip completely failed to fire. It was reported that the clip was taken out of the patient. The procedure was completed with a non bsc device. There were no patient complications reported as a result of this event.